Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support is sticking out. Customer blood glucose level at the time of incident 243 mg/dl. Troubleshooting was performed. Customer states the drive support was sticking out. Customer was advised to ensure they are disconnected from the pump and to make sure to treat as per healthcare provider instructions. The insulin pump will be returned for analysis.